Event description:
It was reported that the patient presented for a magnetic imaging resonance (MRI) scan . Prior to the MRI, the implantable cardioverter defibrillator (ICD) was not programmed into MRI mode, but pacing therapy settings were adjusted for the scan. After the scan, upon interrogation, it was noted that the ICD was in backup mode. The ICD was unable to be reset to original parameters. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. When interrogated on the bench, the device was in backup vvi mode. Information from the field indicates the device went into backup mode due to not being configured to MRI mode when exposed to MRI. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the backup operation is consistent with MRI exposure without being configured to MRI settings.